Event description:
It was reported that during a laparoscopic sigmoidectomy, an error 5 was displayed during use. Although the device was re-assembled, the event continued. Gen04 was used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for an error 5 was displayed during use. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested with a gen04 an error code 5 was displayed; a probable cause of the device stop activating and display an error code 5 is blade damage. In addition, it was difficult to rotate the shaft when the instrument was attached to the hand piece. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an error code message or instrument error.